Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system had been exhibiting increased shocking impedance measurements which were now 138 ohms. Additional testing was scheduled; however, the patient cancelled this and did not re-schedule. No adverse patient effects were reported.